Event description:
It was reported that the insulin pump did not deliver insulin correctly. The blood glucose reading is over 600 mg/dl. Customer has treated. Customer stated that the insulin is exiting the pump, customer requested a replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.